Event description:
The patient's wife reported that her husbands dexcom is giving 30 points either high or low readings than the fingerstick test. They have also had problems with the sensors and changed the sensors twice. The reporter is not sure if the problem is with the sensor or the receiver. She was not able to get hold of the dexcom customer care to report this to them. Ref report: mw5170846.